Event description:
Reportedly, the device continuously prompted connect electrodes and an analysis of pt ECG could not be performed as a result. The operator replaced the electrodes in an unsuccessful attempt at correction. An als crew arrived on scene and connected their lifepak 12 defibrillator/monitor to the pt through their combination electrodes. The pt was then diagnosed in ventricular fibrillation and device defibrillator therapy was administered. The pt was then diagnosed in ventricular fibrillation and device manual defbrillator therapy was administered. Pt outcome was not reported.